Event description:
The customer reported that the system displayed a "bv camera" error message and had an issue with frame synchronizing. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The bv camera's frame grabber in the image processing computer was replaced. The system was tested and found to be working as intended and put back into service.